Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h. 10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: material no: 367962, batch no: 9095791, 9095781. It was reported the labels are peeling off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes labels are lifting off. This was discovered before use. The following information was provided by the initial reporter: material no: 367962, batch no: 9095791, 9095781. It was reported the labels are peeling off. Customer called about labels are peeling off.